Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope initially tested positive for 10-100 colony forming units (cfus) of klebsiella. The device was retested, and the second test result showed positive for less than 10 cfus of coliform. On the third test, the device again tested positive for 10-100 cfus of bacterial growth. The user did not report any contamination or any other serious deterioration in the health of any person that could be attributed to the scope.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from the instructions for use (IFU) was confirmed: brushing was not performed for suction cylinder at manual cleaning. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following is included in the device instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.